Manufacturer narrative:
Device was received with unresponsive all the buttons and button error alarm due to corroded keypad traces. Keypad connector was fully locked. No unexpected blank display noted. Unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to unresponsive buttons. Device was received with minor scratched lcd window, cracked battery tube threads, partially broken reservoir tube lip, cracked reservoir tube window corners and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 700 mg/dl. Customer reported that the insulin pump had several no delivery alarms during bolus delivery. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a button error alarm and would not turn on. Customer reported that the insulin pump could have been exposed to moisture that led to keypad anomaly and blank display. The insulin pump will be returned for analysis.